Event description:
The device was used during a low anterior resection. Reportedly, the device was fired across tissue, a cracking sound occurred, and the device difficult to remove. A tissue tear occurred which was repaired.